Manufacturer narrative:
The device is being held by the facility for evaluation.

Event description:
Treatment of a brain avm. It was reported during onyx injection, physician noticed onyx had exited out proximal to the distal tip of the catheter. The catheter was removed from the patient and confirmed leaking near the proximal marker band. No patient injury reported.